Event description:
Patient undergoing laser lithotripsy, while withdrawing the scope, tip of laser fiber wire, inadvertently detached. Remaining fragment retrieve from patient. Procedure completed without complications.